Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
(B)(4). Evaluation of (B)(4) confirmed pump thrombosis. The reported malposition of the inflow conduit could not be confirmed through this evaluation. The sealed inflow conduit was returned with a piece of gauze/fabric inside the opening. Removal of this material showed no evidence of adhered tissue or thrombus formations at the opening of the sealed inflow conduit. There was also no evidence of adhered depositions or thrombus formations on the interior of the sealed inflow conduit. There was deposition consistent with dried blood inside the inlet elbow. Examination of the interior of the sealed outflow graft showed no evidence of adhered deposition or thrombus formation. Examination of the interior of the pump showed adhered, tissue-like thrombus surrounding both the inlet bearing cup and the inlet bearing ball. The thrombus had laminated layers and the interior portions in contact with the bearings were denatured, indicating that thrombus developed on the bearings over an undetermined amount of time while the pump was supporting the patient. However, a specific cause for their development could not be conclusively determined. A soft deposition was present on the body of the rotor which appeared to have developed acutely, potentially due to poor surface washing. In addition, a tissue-like deposition was present in the outlet stator, surrounding the bearing ball and extending through the stator blades. This deposition did not show any evidence of denaturing. Although its origins and a duration for which it was present in the pump could not be conclusively determined, its structure indicates that it did not develop in the outlet stator. Upon removal of the observed deposition, the device was cleaned. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The device was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Although the report of thrombus was confirmed based on the evaluation of the returned device, a specific cause for the development of the observed depositions could not be conclusively determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Pt. Admitted from clinic due to fatigue/weakness. Patient was thought to have a possible pump thrombus after rhc. Patient listed status 1a for oht. Pt had aortic valve closure procedure. Pt. Expired.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad administrator that the pt was noted to have a dilated nonresponsive pupil. A head CT found that the pt was without focal abnormality but overall concerning for global cerebral hypoperfusion. The pt's mean arterial pressure (map) was noted to have dropped to the 40's mmhg on brachial doppler and the pt's rhythm was a paced bradycardia around 40 bpm. The pt was reportedly on maximum dosages of dopamine, levophed, phenylephrine and vasopressin, in addition to ongoing milrinone. Bicarbonate and epinephrine were administered with subsequent improvement in heart rate to the low 100's bpm. However, the map did not improve and the paced bradycardia promptly resumed despite the maximum dose of epinephrine. The cardiologist stated that the pt's ldh was greater than 5000, but he did not believe the event was related to solely pump thrombosis. He felt it was more related to improper inflow positioning which may have then led to thrombus issues. The pt's family elected to withdraw care.